Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recs0018 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recs0018) have been reported from the same facility in (B)(4).

Event description:
It was reported that after opening the package of a PICC, a nurse found that the "overlseeve" portion of the extension tubing was missing. Fluids were sprayed upward at valve when normal saline was being injected.